Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs / dislocation/migration of essure device: right lower quadrant of abdomen/ other: right sided essure was found adhesed to the right ovary which was adhesed to the right pelvic sidewall") in a 30-year-old female patient who had essure (batch no. B21582) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included gallbladder polyp (gallbladder removal), asthma and acid reflux (oesophageal). Concomitant products included multivitamin since 2009, naproxen (naprosyn) since 2013 and vicodin (norco) from (B)(6) 2014 to (B)(6) 2014. In 2013, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, suprapubic pain ("suprapubic pain"), abdominal pain lower ("cramping/right lower quadrant abdominal pain") and nausea ("nausea"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia,"), fatigue ("fatigue,"), weight increased ("weight gain") and complication of device removal ("complications from essure removal procedure: procedure took longer than usual"). The patient was treated with surgery (bilateral salpingectomy, supracervical abdominal hysterectomy,oophorectomy(one sided)). Essure was removed on (B)(6) 2014. At the time of the report, the perforation, suprapubic pain, dysmenorrhoea, dyspareunia, fatigue, weight increased, abdominal pain lower, nausea and complication of device removal had not resolved. The reporter considered abdominal pain lower, complication of device removal, dysmenorrhoea, dyspareunia, fatigue, nausea, perforation, suprapubic pain and weight increased to be related to essure. The reporter commented: she need for additional surgery. 1st device inserted into r tubal ostia, trailing coils in uterus: 0. Right fallopian tube was very dilated. 2nd device inserted int l tubal ostia. Trailing coils in uterus: 3. Diagnostic results (normal ranges are provided in parenthesis if available): nuclear magnetic resonance imaging - on (B)(6) 2014: no pelvic abnormalities are visualized (B)(6) 2013, pelvic ultrasound: impression: trace pelvic free fluid, otherwise no sonographic abnormalities of pelvis visualized. The essure coils are not clearly identified. Consider pelvic radiograph or hysterosalpingogram to demonstrate placement and tubal occlusion. (B)(6) 2014, surgical pathology report: gallbladder chronic cholecystitis. Surgical pathology report: right fallopian tube, left fallopian tube, partial. Right fallopian tube: benign with small paratubal cyst. Left fallopian tube, partial: focal chronic inflammation. Gross: right fallopian tube is 6.0 x 0.7 cm red-purple fimbriated tube displaying a lumen measuring up to 0.3 cm. The partial left fallopian tube is 2.0 x 0.4 cm tan-pink tubular tissue with minimal attached soft tissues displaying a stable line. Cut surfaces display a probable pinpoint lumen. (B)(6) 2014, CT scan abdomen /pelvis impression: nonspecific minimally enlarged peri-portal and central mesenteric lymph nodes at the celiac and sma visualized. Number and size of these lymph nodes has decreased from previous study of (B)(6) 2009. Mild nonspecific retroperitoneal lymphadenopathy is stable from previous study. Metallic wire in the region of the left parametrial tissues likely represents the left essure wire. Right essure wire is not visualized. (B)(6) 2014, surgical pathology report uterus, cervix, right ovary. Right ovary: regressing corpora and cysts of follicular origin. (B)(6) 2014, hysterosalpingogram showed unilateral occlusion, left tube. Was informed by healthcare provider the right coil migrated to the right lower quadrant and to continue using birth control (per pfs) (B)(6) 2014 hysterosalpingogram: bilateral essure wires with lateral displacement of the right essure wire and contrast opacification of the right fallopian tube with spillage into the peritoneum (per mr). Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical records received: reporters details added. Patient demographic information added. Case medically confirmed. Concomitant condition, concomitant drugs and relevant lab data were added. Lot no. Received. Product indication added and implanted date updated. Event added dysmenorrhea, dyspareunia, fatigue, nausea, pain, weight gain, supra pubic pain, cramping complication of device removal added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs / dislocation/migration of essure device: right lower quadrant of abdomen/ other: right sided essure was found adhesed to the right ovary which was adhesed to the right pelvic sidewall") in a 30-year-old female patient who had essure (batch no. B21582) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included gallbladder polyp (gallbladder removal), asthma and acid reflux (oesophageal). Concomitant products included multivitamin since 2009, naproxen (naprosyn) since 2013 and vicodin (norco) from (B)(6) 2014 to (B)(6) 2014. In 2013, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, suprapubic pain ("suprapubic pain"), abdominal pain lower ("cramping/right lower quadrant abdominal pain") and nausea ("nausea"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia,"), fatigue ("fatigue,"), weight increased ("weight gain") and complication of device removal ("complications from essure removal procedure: procedure took longer than usual"). The patient was treated with surgery (bilateral salpingectomy, supracervical abdominal hysterectomy,oophorectomy(one sided)). Essure was removed on (B)(6) 2014. At the time of the report, the perforation, suprapubic pain, dysmenorrhoea, dyspareunia, fatigue, weight increased, abdominal pain lower, nausea and complication of device removal had not resolved. The reporter considered abdominal pain lower, complication of device removal, dysmenorrhoea, dyspareunia, fatigue, nausea, perforation, suprapubic pain and weight increased to be related to essure. The reporter commented: she need for additional surgery. 1st device inserted into r tubal ostia, trailing coils in uterus: 0. Right fallopian tube was very dilated. 2nd device inserted int l tubal ostia. Trailing coils in uterus: 3. Diagnostic results (normal ranges are provided in parenthesis if available): nuclear magnetic resonance imaging - on 14-apr-2014: no pelvic abnormalities are visualized (B)(6) 2013, pelvic ultrasound: impression: trace pelvic free fluid, otherwise no sonographic abnormalities of pelvis visualized. The essure coils are not clearly identified. Consider pelvic radiograph or hysterosalpingogram to demonstrate placement and tubal occlusion. (B)(6) 2014, surgical pathology report: gallbladder chronic cholecystitis. Surgical pathology report: right fallopian tube, left fallopian tube, partial. Right fallopian tube: benign with small paratubal cyst. Left fallopian tube, partial: focal chronic inflammation. Gross: right fallopian tube is 6.0 x 0.7 cm red-purple fimbriated tube displaying a lumen measuring up to 0.3 cm. The partial left fallopian tube is 2.0 x 0.4 cm tan-pink tubular tissue with minimal attached soft tissues displaying a stable line. Cut surfaces display a probable pinpoint lumen. (B)(6) 2014, CT scan abdomen /pelvis impression: nonspecific minimally enlarged peri-portal and central mesenteric lymph nodes at the celiac and sma visualized. Number and size of these lymph nodes has decreased from previous study of 16dec2009. Mild nonspecific retroperitoneal lymphadenopathy is stable from previous study. Metallic wire in the region of the left parametrial tissues likely represents the left essure wire. Right essure wire is not visualized. 14may2014, surgical pathology report uterus, cervix, right ovary ¿ right ovary: regressing corpora and cysts of follicular origin. 15jan2014, hysterosalpingogram showed unilateral occlusion, left tube. Was informed by healthcare provider the right coil migrated to the right lower quadrant and to continue using birth control (per pfs) 15jan2014 hysterosalpingogram: bilateral essure wires with lateral displacement of the right essure wire and contrast opacification of the right fallopian tube with spillage into the peritoneum (per mr) quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right lower quadrant of abdomen/ other: right sided essure was found adhesed to the right ovary which was adhesed to the right pelvic sidewall/loose in my abdomen/my right ovary, where the coil was found/one of my coils is in my lower pelvis'), pancreatitis ('pancreatitis') and cholelithiasis ('gallbladder stones') in a 30-year-old female patient who had essure (batch no. B21582) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hemorrhoids, vomiting, gravida ii and parity 2. Concurrent conditions included gallbladder polyp (gallbladder removal), asthma and acid reflux (oesophageal). Concomitant products included hydrocodone bitartrate;paracetamol (norco) from january 2014 to june 2014, naproxen (naprosyn) since 2013 and vitamins nos (multivitamin) since 2009. In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, suprapubic pain ("suprapubic pain"), abdominal pain lower ("cramping/right lower quadrant abdominal pain") and nausea ("nausea"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pancreatitis (seriousness criterion medically significant), cholelithiasis (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea(cramping)/ cramp"), dyspareunia ("dyspareunia,"), fatigue ("fatigue,"), complication of device removal ("complications from essure removal procedure: procedure took longer than usual"), back pain ("back pain"), scar ("scar tissue breaking up"), insomnia ("insomnia"), pelvic discomfort ("discomfort"), pain ("burning pain"), pyrexia ("low grade fever"), menorrhagia ("crazy period"), musculoskeletal pain ("nagging pain under my right scapula") and ear infection ("ear infection") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy, supracervical abdominal hysterectomy,oophorectomy(one sided) and stones removed). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, suprapubic pain, dysmenorrhoea, dyspareunia, fatigue, weight increased, abdominal pain lower, nausea and complication of device removal had not resolved and the pancreatitis, cholelithiasis, back pain, scar, insomnia, pelvic discomfort, pain, pyrexia, menorrhagia, musculoskeletal pain and ear infection outcome was unknown. The reporter considered abdominal pain lower, back pain, cholelithiasis, complication of device removal, device dislocation, dysmenorrhoea, dyspareunia, ear infection, fatigue, insomnia, menorrhagia, musculoskeletal pain, nausea, pain, pancreatitis, pelvic discomfort, pyrexia, scar, suprapubic pain and weight increased to be related to essure. The reporter commented: she need for additional surgery. 1st device inserted into r tubal ostia, trailing coils in uterus: 0. Right fallopian tube was very dilated. 2nd device inserted int l tubal ostia. Trailing coils in uterus: 3 diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on (B)(6) 2014: results: unilateral occlusion (left tube occluded). Diagnostic results: on (B)(6) 2013, pelvic ultrasound: impression: trace pelvic free fluid, otherwise no sonographic abnormalities of pelvis visualized. The essure coils are not clearly identified. Consider pelvic radiograph or hysterosalpingogram to demonstrate placement and tubal occlusion. Transvaginal ultrasound revealed unilateral occlusion (left tube occluded); coils not clearly identified (sep2013 test). On (B)(6) 2014, surgical pathology report: gallbladder chronic cholecystitis. Surgical pathology report: right fallopian tube, left fallopian tube, partial. Right fallopian tube: benign with small paratubal cyst. Left fallopian tube, partial: focal chronic inflammation. Gross: right fallopian tube is 6.0 x 0.7 cm red-purple fimbriated tube displaying a lumen measuring up to 0.3 cm. The partial left fallopian tube is 2.0 x 0.4 cm tan-pink tubular tissue with minimal attached soft tissues displaying a stable line. Cut surfaces display a probable pinpoint lumen. On (B)(6) 2014, CT scan abdomen /pelvis was done. Impression: nonspecific minimally enlarged peri-portal and central mesenteric lymph nodes at the celiac and sma visualized. Number and size of these lymph nodes has decreased from previous study of (B)(6) 2009. Mild nonspecific retroperitoneal lymphadenopathy is stable from previous study. Metallic wire in the region of the left parametrial tissues likely represents the left essure wire. Right essure wire is not visualized. On (B)(6) 2014, surgical pathology report for uterus, cervix, right ovary. Right ovary: regressing corpora and cysts of follicular origin. On (B)(6) 2014, hysterosalpingogram showed unilateral occlusion, left tube. She was informed by healthcare provider the right coil migrated to the right lower quadrant and to continue using birth control (per pfs) (B)(6) 2014 hysterosalpingogram: bilateral essure wires with lateral displacement of the right essure wire and contrast opacification of the right fallopian tube with spillage into the peritoneum (per mr) concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, migration of essure device. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received: newly added newts- back pain, pancreatitis, gallbladder stones, scar, insomnia, discomfort, pain burning, low grade fever, menorrhagia, scapula pain, ear infection. Reporter was added. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs /migration) in a female patient who had essure inserted. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery to remove essure on (B)(6) 2014. At the time of the report, the perforation outcome was unknown. The reporter considered device dislocation and perforation to be related to essure. The reporter commented: she need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.